Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower transducer due to patient side occlusion error. Replaced corroded right,left iui, and damaged bottom rear case. Lvp keypad recall completed. Replaced door assy with keypad. A review of the device history record for (B)(4) was performed from the date of manufacture 09/15/2018 to the present date 10/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device received an occlusion error. There was no patient involvement.